Manufacturer narrative:
Unit received with all buttons unresponsive due to corroded keypad traces. Unit received with cracked case at display window corners,broken belt clip slot and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump is damaged and has a cracked case. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.